Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate.

Event description:
It was reported that the lipid tubing and the 1.2 micron filter extension set was changed the previous evening per protocol. At mid- morning the device alarmed for occlusion alarms. The rn stated that there was no lipids could be seen in the PICC lumen, the user disconnected the line and attempted to flush however the line was occluded, the line was then removed and the infusion started without difficulty .although requested, no further details were provided by the customer for this event.